Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the air pen drive device had insufficient/low power. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air pen drive device had insufficient/ low power. It was noted that the device had air leakage and the motor had low power. It was further determined that the device failed pretest for check power with test bench and check external leak tightness. It was noted in the service order that air was leaking from the valve. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.